Event description:
Dealer is stating that the fork is bent. Dealer is stating that he has seen more issues with the long fork bending. End user is in a facility, and may have run into doorways. No sign of physical damage.